Event description:
This MDR is being submitted as a result of a CAPA impact assessment. The one touch basic enhanced meter allows users to select in which of a variety of languages to receive messages. As noted below, the translation(s) from the primary language (english) into the other language is incorrect and could theoretically lead to a serious injury. The english phrase "not enough blood" was incorrectly translated into czech, and the english phrase "call dr" was translated into czech as an abbreviation, which is difficult to understand in czech.